Manufacturer narrative:
Device code (b)() does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the source document found that she has to hold her hand against the antenna and stated her arms are sore from holding the antenna and trying to get it back there. It is extremely uncomfortable to hold her hand over the ¿box¿ for any length of time. A replacement implantable neurostimulator recharger was not requested; however, the patient was sent a replacement recharging antenna because it was damaged as well as adhesive discs to try with recharging. Additional information was received from a consumer regarding the patient on (B)(6) 2018. It was reported that the patient was having an MRI due to back problems (back pain). During the night on (B)(6) 2018, the patient went to stand up and got excruciating pain down the butt and thighs and could not even move. The symptoms got worse the next day, and the patient was not even able to get into a car. The patient went by ambulance. The patient indicated that the implantable neurostimulator is in possible overdischarge as she was having so many problems with recharging it that she has not charged the battery since (B)(6) 2017. The patient has not attempted to charge the implantable neurostimulator because she realizes the risk that the implantable neurostimulator is likely in overdischarge and that the patient won¿t likely be able to charge the implantable neurostimulator on her own. Additional information was received from a health care provider regarding the patient on (B)(6) 2018. It was reported that the patient has not had the implantable neurostimulator turned on since (B)(6) 2017, and she was unable to manipulate the implantable neurostimulator in any way because she cannot communicate with the implantable neurostimulator using the patient programmer. The patient is needing a lumbar scan, and it was reviewed that the issues with the implantable neurostimulator must first be addressed before activating MRI mode. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient received a new recharger antenna, however it was taking the patient 20 minutes to see any coupling bars. It was reported that any movement causes the patient to lose coupling. The patient stated charging takes a long time and the device "is implanted in the center of her back and dips in". The patient was redirected to their healthcare provider (hcp) no new symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they tried to charge the implant but it is very difficult to get any coupling boxes. It was reported that the charger was right over the battery. The patient reported that when they finally get some boxes, the boxes will go away as they move a millimeter. The patient reported that they must constantly keep checking repeatedly and must lay directly on the antenna to keep charge. The patient reported that when they lay on the antenna, they get a message that the temperature is too high and can't get it to charge enough. The patient was reviewed that it is not recommended to lay on the insr antenna because the temperature warning can interrupt the charge session. The patient reported that they must lay on it because that is the only way they can get it to charge. The patient reported that they thought the poor coupling issue may have been caused by inflammation and swelling. The patient reported that they could not feel the battery at that time but now they can feel it. The patient reported that they were scheduled to meet with the manufacturer representative to have a reprogramming done because they were not getting relief. The patient reported that when the device was reprogrammed on (B)(6), they were told that it would take at least 72 hours for it to take to full effect but it is feeling a little worse. The patient reported that they have tried charging without the gauze that is over the implant and turning the antenna dial but it has not work. It was reported that the recharging waist belt doesn't work at all because it won't hold the ins recharger in place. It was reported that it was extremely uncomfortable" to hold insr antenna in place. A troubleshooting session was initiated and the patient was told to reposition the antenna over the ins and turn the antenna dial through all four positions. An antenna location (al) feature was reviewed and a recharge was attempted but the issue remains unresolved. After the al feature, the patient reported 4 coupling boxes but stated that the boxes but saw after few moments. During the al feature, the patient reported that they saw 62 or 60 on the ins recharger but would not move the ins recharger antenna because it would switch to another number. A replacement recharger was requested and the patient was scheduled to meet with a manufacturer representative. It was also recommended that the patient reach out to the healthcare professional about the poor coupling issue.